Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis impatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the thread on the arterial side of the dialyzer. Estimated blood loss was 250cc's. Patient required no medical intervention. Sample is not available; sample was discarded.